Event description:
The patient's left wrist was revised due to implants backing out which was discovered via x-ray during the 2 week follow up. The patient was not complaining of discomfort. The pegs in question were positioned in the furthest distal holes on the plate as possible. After removing the three screws that backed out, metal shavings were noted in that area.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was retained by the patient.

Manufacturer narrative:
Product inquiry stated the pegs to be the primary products. A review of the device history records could not be carried out as the lot code was unknown. According to product inquiry ¿the patients' left wrist was revised due to implants backing out which was discovered via x-ray¿after removing the three screws that backed out, metal shavings were noted in that area¿ ¿¿rep verbally clarified that the three pegs had the issue with the metal shavings, not the screws¿" and thus, rather related to a user related issue. The visual inspection revealed that the thread windings of the pegs were partially damaged, which might have been caused by applying too much force. Debris material (metallic filament) was not received. As known from previous cases a material integrity issue might be caused by a screw resp. Peg plate collision; which is supported by the surface damage at the plate. The reported event of disengaged pegs could be confirmed [only by x-ray]. Metal shavings could not be confirmed as no evidence is available [e.g. Metallic filament] but damaged windings of pegs thread could be confirmed. The instructions for use report: "intra-operative: avoid surface damage of implants." The operative technique reports: ¿this technology allows the user to aim the screw within a 30 degree cone. [...] The drill guides should be used since they limit the angulations for locking and nonlocking screws respectively." However, the circumstance leading to the disengaged pegs could not be determined; this phenomenon can have several causes like: screw inserted with an angle >30°; screws not correctly seated; deformed screw hole due to pre bending of the plate; poor bone quality; patient activity postoperatively; locking screw inserted in oblong hole. No corrective actions are required at this time.

Event description:
The patient's left wrist was revised due to implants backing out which was discovered via x-ray during the 2 week follow up. The patient was not complaining of discomfort. The pegs in question were positioned in the furthest distal holes on the plate as possible. After removing the three screws that backed out, metal shavings were noted in that area.